Manufacturer narrative:
Additional information was received stated that the patient was discharged on (B)(6) 2023 from the hospital. The patient was transferred to rehabilitation. Was woken up on (B)(6) 2023 and was orientated, aware and without new neurological deficits. The neurological deficits were due to the vasospasms that the patient suffered from the sah. Physician stated that the stretching of the coil did not worsen the patient¿s condition at all. The patient was already in a bad condition when arrived at the hospital. The investigation of the returned coil system found the implant coil stretched and broken at the proximal side. The portion of the implant distal to the site of the break was not returned for evaluation as it remained in the patient's body as described in the reported event; however, the investigation found the most proximal end of the implant to still be attached to the pusher. The complaint is considered confirmed due to the proximal side of the implant separating from its distal portion. The broken condition of the implant is consistent with the device experiencing force that exceeded the device's tensile strength, resulting in the implant breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
N/a.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician was treating an acute bleeding aneurysm on the left media bifurcation. After placing several coils one loop was protruding into the parenchyma through the rupture where the aneurysm bled. The physician wanted to pull back the coil into the microcatheter. The coil prematurely detached without any resistance observed. It was not possible to remove the coil from the patient. The distal part of the coil remained inside the aneurysm. The proximal part of the coil was lying in the common carotid artery. The aneurysm was clipped and the patient suffered vaso spasms from the sab. The patient had a dissection from the tips of the catheters that remained inside the arteries (common carotid and ica) during the clipping. The patient is still undergoing long-term anesthesia. The patient was reported to be woken up on 9th of october.